Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a significant discrepancy between cgm and bg meter readings. The cgm displayed ¿low,¿ while the bg meter showed 500 mg/dl. The patient was also experiencing vomiting and headaches at the time. The patient¿s endocrinologist was contacted, and the family received insulin dosage instructions along with a recommendation to take the patient to the emergency room (ER). Following this guidance, the patient¿s parent administered an insulin injection, encouraged oral hydration, and transported the patient to the ER. At the ER, the patient¿s bg levels began to decrease, ranging from 300-350 mg/dl. No cgm comparison value was reported during the ER visit. The patient did not receive any additional medication or treatment, but the attending physician recommended observation. The patient was discharged after approximately one day and was reported to be ¿doing okay¿ at the time of this report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient had symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the ER visit. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.